Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: the reported information, which included a report that the patient was hospitalized, was reviewed. Additional information was solicited, however, no details were provided. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a machine malfunction or deficiency related to a hospitalization.

Event description:
It was reported a patient was experiencing a patient line is blocked message during drain 0. During the technical services call the patient contact stated the patient just got out of the hospital and had no dialysis fluid in them. Technical services advised the patient to bypass to fill one. Upon follow up, the peritoneal dialysis nurse stated the patient has been doing well, additional details about the hospitalization were unavailable.